Event description:
It was reported that there was an issue with nk1005t - corehip std cementless 12/14 size 5. According to the complaint description, the first surgery was performed in 4th of january this year. The patient had fracture around the stem after artificial femoral head surgery, also the patient experienced pain and a walking difficulty. This patient has thin corticalbone but has not fallen. A revision surgery was perfomed on 13th of april. A revision surgery was necessary. Additional information was not provided nor available. Additional patient information is not available. This case is related to (B)(4). The adverse event is filed under aag reference (B)(4). Involved components: nk391k - isodur prosthesis head 12/14 26mm l - lot 52786850. Nk293k - bipolar cup id26mm od43mm self-centering - lot 52790120.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: d9 - no product return. H6 - codes updated. Investigation: no investigation method could be applied, because no product was available for investigation. The provided x-ray shows the fracture of the bone in the distal area of the shaft of the implant. The prosthesis itself is undamaged. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products were found to be according to our specification valid at the time of production. Root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Explanation and rationale: at this time we assume that the mentioned bone fracture is not related to our product. It is rather to be assumed that the mentioned injury of the patient led to the bone fracture. Therefore, an evaluation regarding similar incidents with our implants is not indicated. If the product is returned in the future, an investigation will again be performed and updated. Conclusion/preventive measures: based on the investigation results, a CAPA is not necessary.

Event description:
This case is related to (B)(4). The adverse event is filed under aag reference (B)(4). Involved components: nk391k - isodur prosthesis head 12/14 26mm l - lot 52786850. Nk293k - bipolar cup id26mm od43mm self-centering - lot 52790120.